Manufacturer narrative:
Attempts to gain repair information from the customer have resulted in no information.

Event description:
The customer reported the device would not operate on battery power during testing. The product support engineer advised the customer replace the backup battery and or the power supply. Attempts to gain final repair information from the customer have resulted in no information.